Manufacturer narrative:
Initial.

Event description:
It was reported that after an ilet cartridge and infusion set change, the user lost the ¿fill tubing¿ option, removed and reinserted the new cartridge without rewinding to regain the function, completed fill tubing and fill cannula, and subsequently experienced hyperglycemia with cgm up to 302 mg/dl and a confirmatory fingerstick of 282 mg/dl; troubleshooting focused on a potential infusion site issue such as a bent cannula, blockage, scar tissue, or adhesive reaction, and the user replaced the infusion set with observed drops during fill and saw glucose begin to decline. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.